Event description:
The pt reportedly was seen at the center for planned programming sessions. The audiologist reportedly indicated that the electrode array had migrated out of the cochlea. In 2004, revision surgery was performed to reinsert the electrode array. The pt's device remains implanted. Five days later, the pt's device was initialized. Testing results were good and the pt was hearing while using the sound processor.